Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In previous report incorrectly captured the below fields and in this reports it has updated. Product UDI has been updated. Operator of the device has been updated.

Manufacturer narrative:
Device evaluation has been completed. H11 should be: the manufacturer received information from uno legal litigation in reference to a repaired dream station auto CPAP with an allegation of asthma. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of medical intervention. The device was returned to a third-party service center. During the device evaluation, the technician confirmed no particles in the air path and secondary findings was observed. During evaluation there were zero error codes observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Device was corrected. Due date has been updated. In box g: date received by mfg. Has been updated. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.